Manufacturer narrative:
Findings: pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 25mmol/l. Customer stated that they did not hold the button down for 3 minutes. Customer stated they were not able to clear the alarm. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 25mmol/l. The customer was treated for high blood glucose with manual injection.